Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited undefined impedance qualified as high, pacing failure and a fracture. It was noted that the patient was experiencing bradycardia. The pacing lead remains in use and the patient is scheduled to have a transvenous implantable pulse generator (ipg) implanted. No further patient complications have been reported as a result of this event.